Manufacturer narrative:
Visual inspection of the returned device at high magnification confirmed that the source of leak was a longitudinal tear at the balloon, approximately 5.5mm from the balloon proximal tip. Based on the information provided and the investigation performed, the probable cause of the tear could not be determined. The review of the lhr (lot f1233304) indicated that the device lot met all established performance criteria prior to shipment.

Event description:
It was reported by the aci clinical specialist that a (B)(6) female patient underwent an interventional coronary catheterization procedure on (B)(6) 2012. Access was obtained at the right common femoral artery via a 6f short sheath (model unknown). Peri-procedure, the patient was anticoagulated with angiomax. Following the procedure, the physician who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that the device was prepped/tested per the IFU. The device was inserted into the procedural sheath up to the white marker. The balloon was inflated until the black marker was fully visible on the inflation indicator and the physician closed the stopcock. The physician grasped the black handle and withdrew the catheter to the first stop. At this point the sheath pulled out of the body along with the device (the physician believes that this was a balloon rupture). The patient was converted to approximately 30 minutes of manual compression at which time hemostasis was achieved. No hematoma was noted. The patient was reported as hospitalized for an unrelated and unspecified reason. The patient was reported as stable and discharged from the hospital two days later with no clinical sequela noted. It was also reported that the device was inspected outside of the patient's body and the balloon appeared to be fully deflated.